Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Unit came into failure analysis with a reported problem of error 32101 which was confirmed as having occurred in the field, but not replicated. Remote fe recorded error 32101 with a node value ac_3e which points to spar. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where the fiber test, check all boards, direction test, carriage lissajous, sensors check, sine cycle, and brake test all passed. No signs of damage or fluid intrusion. As a precaution, the acs will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm 3 stopped working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve error 32101. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, universal surgical manipulator (usm) 3 stopped working. The procedure was completed with 3 usms with no reported injury or delay. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.